Event description:
Guidant received information that the pacemaker had eroded through the skin. During a procedure to address the issue, the ventricular lead seperated at the proximal electrode. The locking stylet used to explant the lead had dissected the lumen and insulation. The laser appeared to seperate the lead. Both the atrial and ventricular electrodes were left in the svc. The explanted portions of the leads will be returned for analysis. The pacemaker was explanted and replaced along with the leads.